Event description:
It was reported that multiple occlusion alarms occurred on pump. There was no reported adverse impact to the customer's blood glucose level. Customer resolved issue by resuming insulin and no further assistance was needed.